Event description:
A hospital in (B)(6) reported via our distributor that there was air leaking around the adaptor of an bc400 gas supply line during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that there was air leaking around the adaptor of an bc400 gas supply line during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two complaint bc400 gas supply lines were returned, visually inspected and submerged in a waterbath to test for leaks. Results: the waterbath test revealed a leak at the connection between the connector and the tube of both gas supply lines. Conclusion: the bc400 gas supply line is manufactured by our supplier. It is likely that the leak at the connection between the connector and the tube was caused by the failure of the glue to properly bond. Please note that this is the only confirmed complaint that we have received and the manufacturer has since made improvements to the gluing process.